Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0v2av, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead.

Event description:
Information was received from a patient implanted with a neurostimulator for urinary dysfunction and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy, it stopped working, and the connections were not working starting in (B)(6) 2016. The whole thing was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.